Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient was presented to hospital for implant procedure. During the procedure, the physician noted that the left ventricular (lv) lead was failed to sense and failed to capture. The patient experienced difficulty breathing, increased heart rate, confusion, and some agitation. The lv lead was not used. The patient was in stable condition.